Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc161000/10260961, pxc161000/10260960 and pxc161400/10209136. The review of the mfg paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2012, this pt was implanted with four gore excluder endoprostheses to treat an abdominal aortic aneurysm. A computed tomography, dated (B)(6) 2012, revealed a distal type I endoleak in the right iliac artery. It was reported there is no aneurysm enlargement. The physician performed a reintervention on (B)(6) 2012 and the endoleak was resolved. The pt tolerated the procedure.